Manufacturer narrative:
Weight and ethnicity: information unknown/not provided. Initial reporter telephone number: (B)(6). Manufacturer telephone number: (B)(4). The device was not returned for analysis as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from patient's operative eye due to the big myopic shift. The pre-operative visual acuity was 20/50 and it was 20/200 post the initial implant. The patient was temporarily impaired and the daily activities were significantly affected. The incision was enlarged during the explant and another lens was placed as the replacement. Suture was used during the procedure. The patient was doing good when discharged and no treatment or prescription was given by the doctor outside of the normal post-operative treatment. No further information was available.